Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate hv shock due to nsrvo. Secure sense was withholding some inappropriate shocks. The patient felt notification from the device. The session records were sent for review via merlin.net transmission. Review of the egm's revealed double counting of the ra and rv events. Possible lead dislodgement was suggested. During the lead revision, the helix became bound. The lead was explanted and replaced. The patient was stable post-procedure.